Event description:
Additional information received from the consumer reported that the patient's sudden return of symptoms had been resolved. It was the first time anyone from the manufacturer had told the patient anything. The patient thought the unit was always, or at least most of the time, off.

Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for fecal incontinence and gastrointestinal/ pelvic floor issues. The consumer reported that she had a loss of therapy. The patient did not feel stimulation but stimulation was not on. Stimulation was turned on but this did not resolve the issue. The patient thought the implantable neurostimulator (ins) had been off the whole time. The patient stated that she was never trained on the patient programmer following implant and would like a training session. This had been a problem for almost two years. The location of symptoms was reportedly "fecal." This was considered a sudden change in therapy/ symptoms. The patient noted that she would go a week or two with relief and would then have sudden return of symptoms. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.